Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: bowel resection. According to the reporter: when the stapler was fired, the handle was squeezed twice and the handle locked into position. The surgeon resected tissue and opened stapler. Most of the staplers stayed in or partially in the stapler and had not deployed at all or had not deployed properly. Surgeon closed the bowel with sutures. The case delayed more than 30 minutes.